Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huax1481 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility to ms&s, "customer reports the button decompression tip broke when they inserted it into the patient's button."